Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the device was not returned for evaluation, the definitive root cause of the broken connecting tubes could not be determined. It is possible that the lock lever of the tubes were broken by external stress through the application of force in the incorrect direction. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 5 inspection and preparation before use: 5.6 inspecting the connectors: connect each connector firmly by pushing until the connector clicks into place. After connection, pull the connector gently to confirm that it cannot be disconnected easily. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer noted that while reprocessing various connection tubes, his olympus endoscope reprocessor was breaking the connector tubes. This event occurred during reprocessing and had no patient involvement.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.